Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) via an implantable pump for intractable spasticity. It was reported that the patient's catheter was partially explanted and replaced. Additional information was received from the patient reporting the patient had surgery last week because there were several kinks in the catheter that started over 3 months ago. Patient noted they found out that the medication was not working because they were not receiving the medication for several months. The patient believed they were going through withdrawal months ago but when the pump was interrogated it showed it was fine. They got it interrogated about 3 or 4 times since then and everything electronically said it was working great but their body was not back within the way they got accustomed to it when they got the medication. Even with moving up the dosages they had no reaction to it. The pump was set up to deliver boluses every 4 hours on its own. The catheter was replaced last friday. Patient was told from the doctor saying there should have been a beeps from the pump over the last 3 months about this issue. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-mar-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.